Event description:
It was reported that the customer had to change the batteries on the insulin pump several times. Customer's mother stated that it turns on and off. Customer has to bang it with his hands to get it to work. Customer cleaned the pump, but the issue was not resolved. Customer is having issues with the pump turning off on its own. Insulin pump will need to be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had operating currents within specification and no unexpected low battery alarm was noted. No blank display was noted and the display was noted to be okay. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.